Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 10ml short pr saline, foreign matter. The following was provided by the initial reporter: contamination at the tip of syringe.